Event description:
Per adverse event report, this pt complained of pleuritic chest pain and the lead displayed loss of capture at maximum output. The lead was successfully revised and remains implanted.